Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 5 months after the dental implant was installed in intraoral region #28 it was verified its non- osseointegration. Thirty-five (35) ncm of primary stability was achieved and immediate load was not executed. The patient presented insufficient bone quality/quantity (bone type IV).